Manufacturer narrative:
The patient remains ongoing with the implanted device. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. The vad coordinator reported that the patient, who was in (B)(6) at the time, noticed that the silicone jacket was separated from the metal connector on the percutaneous lead. When he went to push it back in, he received a red heart alarm and noticed pump stoppages on the display module. The patient was instructed to go to the nearest hospital and was admitted to a hospital in (B)(6) for further evaluation. A percutaneous lead repair was completed on (B)(6) 2014.